Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. One day post operative, the system impedance was noted to be less than 30 ohms. At implant, system impedances measured 35 ohms. It was noted that the patient is on dialysis. Technical services discussed possible causes. A chest x-ray was performed, and the electrode appeared to be far to the right, however, there was some rotation of the chest. At this time, the system remains in service. No adverse patient effects were reported.